Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
Patient was revised to address acetabular cup loosening and osteolysis. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The x-rays embedded in the medical records were reviewed as per wi-7915. No fracture or disassociation were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's medical records were received. Medical records were reviewed for MDR reportability. Upon revision, the patient was found to have multiple cysts, granuloma tissue, and fibrinous and inflamed tissue. Records indicate upon revision two acetabular screws were removed while the sticker sheet has only one screw shown. An additional screw is being added to the complaint with the updated lot information and the lot information for the cup and liner are being updated.